Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following results:a review of the pump¿s black box showed no evidence of short battery life. There was evidence of a battery used that was not fully charged, followed by several low battery warnings. The pump powered on normally and was exercised with no alarms. The pump cover was opened and no internal defect was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).